Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was failed to communicate. A technical support specialist (tss) verified on the server that the device was communicating properly. There were no related issues identified in health sight viewer (hsv) during the review. The customer was contacted and confirmed that the device had been fixed on their end. As no further or recurring issues were observed during the monitoring period, the case was closed. The system functioned as intended after the customer resolved the issue.